Manufacturer narrative:
The t:flex pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with approximately 100 units. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge successfully.